Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was not performed due to perpetual rebooting. A receiver boot test was performed and failed due to perpetual rebooting. Functional tests were not performed due to perpetual rebooting. An internal visual inspection was performed and failed due to an overheated component. Pictures were taken. The receiver log was not downloaded and reviewed due to the receiver perpetually rebooting. The allegation was confirmed. The probable cause was determined to be an overheating component. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).